Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 915 mcg/day). It was reported that per the hcp the pump was in a motor stall. The motor stall had recovered, but as there was no reason for the motor stall the pump was replaced on (B)(6) 2018. Per the patient's mother, there had been volume discrepancies with the pump in the past. No patient symptoms were reported. The issue was considered resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the hcp gave the rep the 8840 print report indicating there was a motor stall that occurred. It was noted the print report was from may 2018, but that he had no further medical history on when the patient had a motor stall. The rep did not have access to the event logs. It was unknown if the patient had an MRI. The pump was explanted and had no further medical history. Patient symptoms were not reported. The event date was asked, and unknown. No further complications were reported/anticipated or expected. Additional information was received from a healthcare provider (hcp) via a company representative on 2018-oct-17. It was clarified that the motor stall seen on the print report from (B)(6) 2018 was the stall that had been previously reported. It had occurred on (B)(6) 2018. There had been no further stalls. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A supplemental report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the pump was explanted on (B)(6) 2018. The removal was categorized as prophylactic to avoid in-vivo battery depletion. Note this contradicts the early information that stated the pump was removed due to a motor stall. No further complications were reported.